Event description:
The surgeon used the stapler device and deployed the staples on the appendix for appendectomy. Under visualization the staples did fire however blood was leaking on the staple line. Surgeon then had to open clip applier to stop the bleeding. The staples did not close completely leaving space for the tissue lines to leak blood.